Event description:
It was reported to baxter (B)(4) that a vancomycin 1000 mg docked 250 mlnacl appeared "to have plastic grey bits in the solution which looks as if they are from the grey bung used to seal the item." There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination of the device confirmed the reported condition; grey particles approximately 2 mm in diameter were found in the drug vials. The cause of the reported condition was determined to be a suboptimal user activation method.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If additional relevant information or samples become available, a follow-up report will be submitted.